Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom false downstream occlusion alarm, determined to be caused by a failed downstream sensor. The evaluation found the downstream sensor current readings were above specification, which is known to cause false downstream occlusion alarms. The failed downstream sensor was replaced.

Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device falsely alarmed downstream occlusion. There was no pt involvement.